Event description:
March 19,1993 at 1150 pm right femoral arterial catheter was placed with some difficulty but with no evidence of complications, by md. Approx. Two hours later, march 20, insertion site bleeding profusely; sandbags failed to stop bleeding; direct pressure was applied. When md arrived a few minutes later, bleeding had stopped; md inspected line and found hub outside skin and line disconnected and presumed stillin the vessel. Catheter was retreived at autopsy from right iliac artery. Device failure did not contribute to patient's death and there was no known injury from device failure. Death was due to severe sepsis, disseminated intrvascular coagulation and multi-organ system failureinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: manufacturing, telemetry failure, none or unknown, hub. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. The device was not destroyed/disposed of.